Manufacturer narrative:
No product evaluation possible. The fractured implant has not been removed from the patient, nor had the identifying lot number been provided. An interbody was not implanted at the l4-l5 during the original surgery in 2010. The supplied instructions for use (ins-028) provides both a warning and intraoperative management for this type of occurrence. Warnings: the illico mis posterior fixation system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure. Intraoperative management: bone graft must be placed in the area to be fused and graft material must extend from the upper to the lower vertebrae being fused. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. (B)(4). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.

Event description:
X-rays taken (B)(6) 2014 revealed the illico rod located at the l4-l5 had fractured and broke. The 2-level illico construct was originally implanted in 2010 at the l4-l5, l5-s1. An alif interbody was inserted at the l5-s1 but not at the location in which the rod fractured and broke (l4-l5). Revision surgery has not yet been scheduled.